Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; risk factors and treatment outcomes for stent graft infection after endovascular aortic aneurysm repair kota shukuzawa, md, takao ohki, md, phd, koji maeda, md, phd, and yuji kanaoka, md, phd journal of vascular surgery doi: https://doi.org/10.1016/j.jvs.2018.10.062. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were implanted in a patient group for endovascular abdominal aortic aneurysm repair. Non-medtronic stent grafts were also implanted in the same patient group. Deaths noted in this articles only occurred in patient who had non mdt devices implanted.   The following adverse events were observed in the patient group: adverse events: aneurysm enlargement reintervention.